Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the customer's sensor glucose and blood glucose had more than 30% difference. Sensor glucose was 50 mg/dl and blood glucose was 80 mg/dl. Customer declined to troubleshoot. Customer will not be returning the sensor for analysis.